Manufacturer narrative:
(B)(4).

Event description:
My app lost connection with my bluetooth overnight although my phone was right beside me. It will not rejoin. Preferred contact time: 9:00 am - est1/15/2020  dmendoza: email sent to unamacdowell@gmail.com1/15/2020  dmendoza: attempted reach out on (617) 894-2906 2:45 pm est. Left vm.